Event description:
It was reported that balloon rupture occurred. Percutaneous transluminal angioplasty was performed by ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After the non-boston scientific (bsc) sheath was inserted and non-bsc guidewire crossed the lesion. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres in 10 seconds, the balloon ruptured. The device was removed without any problem and different device was used to complete the procedure. There were no patient complications nor injuries reported and the patient condition was good after the procedure.